Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty (pta) treatment procedure, an issue with foreign matter occurred. The target lesion was located in the tibial artery. The physician advanced the 5.0 x 40, 75 cm mustang balloon to the lesion and performed an unspecified number of inflations and then removed the device from the patient. The device was outside of the patient for one to two minutes and then the device was reflushed prior to being re-inserted into the patient. During the flush black, particles came out from the balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: over 18 years of age. (B)(4).

Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty (pta) treatment procedure, an issue with foreign matter occurred. The target lesion was located in the tibial artery. The physician advanced the 5.0x40, 75cm mustang balloon to the lesion and performed an unspecified number of inflations and then removed the device from the patient. The device was outside of the patient for one to two minutes and then the device was reflushed prior to being re-inserted into the patient. During the flush black particles came out from the balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: examination of the returned device noted that the balloon material was fully deflated. There was evidence of dried contrast media inside the balloon material. A visual and tactile examination of the shaft of the device found no anomalies. The device was flushed into a white basin and a guidewire inserted through it. The device flushed without any issue and the guidewire advanced through the device with ease. There were no black particles noted in the basin after these inspections were carried out. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).